Event description:
During arthroscopic shoulder surgery, surgeon noted flame & sparks from stryker serfas energy wand, 90-s, lot # 08070ae2. A single use item - removed from sterile field. Serfas energy generator removed and inspected. Pt did not experience harm, nor did anyone present in the room. Stryker rep notified. Biomed dept here to inspect unit. Will send serfas unit out for evaluation (to stryker), including the single use item.